Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock and was admitted to the hospital. Review of the episode noted numerous premature ventricular contractions with short coupling intervals, combined with t-wave oversensing and changes in amplitude morphology measurements. The s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.